Event description:
The customer reported a broken paddles cable. There was no mention of device being used on a patient at the time of the event, nor was there any adverse event to the patient or user.